Event description:
The recipient is reportedly a non-user of the device and elected explant surgery. Explant surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device was explanted for medical reasons. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will not be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.